Event description:
It was reported that this right atrial (ra) lead had exhibited impedance measurement of high out of range due to lead fracture. Boston technical services (ts) discussed that they need to call a cardiology if they want to proceed with non-conditional scan. This ra lead remains in service. No adverse patient effects were reported. Additional information was obtained. The lead was explanted and replaced.

Event description:
It was reported that this right atrial (ra) lead had exhibited impedance measurement of high out of range due to lead fracture. Boston technical services (ts) discussed that they need to call a cardiology if they want to proceed with non-conditional scan. This ra lead remains in service. No adverse patient effects were reported.